Event description:
A report was received from a user facility in france stating: "bad quality of the sleeve. Does not enter by 1.8 mm incision. No pt impact. No product returned, they changed the sleeve".

Manufacturer narrative:
The facility has discarded the product, it is not available for eval. Sterilization and lot history records were reviewed and no exceptions were found.